Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: the keypad cover was found to be torn at the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. No battery cap was returned with the pump. A test battery cap was used and was able to be fully secured to the pump to complete all testing. (B)(6).